Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements up to 125 ohms. It was noted that this had been a gradual rise. Technical services (ts) discussed troubleshooting and recommended to bring the patient into clinic for evaluation of shock vectors and to reset the alert. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements up to 125 ohms. It was noted that this had been a gradual rise. Technical services (ts) discussed troubleshooting and recommended to bring the patient into clinic for evaluation of shock vectors and to reset the alert. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, a gradual rise in shock impedance was determined in this rv lead by analysis of lead vector breakdown. Ts advised lead replacement. No adverse patient effects were reported. Currently, this lead remains in service.